Event description:
As stated by legal counsel to pt: user is a parkinson's pt who while sitting in the golden capri chair drinking a milkshake, because of his parkinson's condition, his hand shook and the milkshake spilled onto the control box on the golden capri reclinder. Apparently that caused a short which caused pt to be burned by the control box. As a result of this burn, he spent 18 days in the hosp.